Event description:
The customer reported that she was hospitalized due to high blood glucose levels on (B)(6) 2013. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and high pressure tests. The customer also reported that she was hospitalized with a low blood glucose 53 mg/dl on (B)(6) 2013. The customer stated that she was at a doctor's appointment, and she was not feeling well. The customer was sweating and felt like she was going to faint. The customer was experiencing low blood glucose levels and ems was called. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.